Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate with a programmer. The interrogation attempt occurred after the patient had died and the device had been explanted.